Event description:
It was reported that on literature review "a comparative study between uncemented and hybrid total hip arthroplasty in octogenarians", one (1) patient experienced a calcar fracture whilst performing the femoral preparation during index tha surgery with an r3 cup and a cementless polarstem to treat osteoarthritis. The implant was removed and a change in the surgical approach was decided to a cemented stem. The patient's outcome is not known. No further information is available.

Manufacturer narrative:
Internal complaint reference case (B)(4). Medical citation: aziz ahmad, yusuf mirza, aled r. Evans, kar h. Teoh, a comparative study between uncemented and hybrid total hip arthroplasty in octogenarians, the journal of arthroplasty, volume 33, issue 12, 2018, pages 3719-3723, issn 0883-5403, doi: https://doi.org/10.1016/j.arth.2018.08.014.

Manufacturer narrative:
H10: the study of a. Ahmad et. Al. [1] reports "a comparative study between uncemented and hybrid total hip arthroplasty in octogenarians". It was reported that one (1) patient experienced a calcar fracture whilst performing the femoral preparation during index tha surgery with an r3 cup and a cementless polarstem to treat osteoarthritis. The implant was removed and a change in the surgical approach was decided to a cemented stem. The patient's outcome is not known. As this is a literature complaint, the devices used in treatment, were not returned for investigation. The part and the batch number are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. As no device was received for investigation, a visual inspection could not be performed. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The IFU (lit. No. 12.23 ed 03/21 & 07/10) lists several possible adverse effects resulting from a hip arthroplasty. A medical investigation was conducted. The literature article was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Based on the conducted investigation the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1] aziz ahmad, yusuf mirza, aled r. Evans, kar h. Teoh, a comparative study between uncemented and hybrid total hip arthroplasty in octogenarians, the journal of arthroplasty, volume 33, issue 12, 2018, pages 3719-3723, issn 0883-5403, internal complaint reference number: (B)(4).